Manufacturer narrative:
Health effect impact code: f1905. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV, seroma late, lymphadenopathy.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, seroma late and lymphadenopathy. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Seroma late and lymphadenopathy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: observed, flat creases. Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed, deformation is observed. Yellow particles were observed, on the shell.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, seroma late and lymphadenopathy. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture, lymphadenopathy, seroma-late and crease/folding of implant reviewed on (B)(6) 2023. Visual analysis of the photographs identified: capsular contracture: observed next to the device have appears to be biological tissue but it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device photograph(s) for the device related to the reported event of capsular contracture reviewed on 11-mar-2023. Visual analysis of the photographs identified: -capsular contracture: in the photo observed biological tissue in the surface of the device, but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.